Event description:
Two patient samples with discrepant troponin t results. Patient 1, tested: 2007, initial result 0.272 ng/ml. Same sample repeated gave results of <0.010 ng/ml. Patient 2, tested: 2007, initial result 0.112 ng/ml. Same sample repeated twice gave results of <0.010 ng/ml each time. No info provided to determine if results were used to guide therapy. The instrument was removed from the facility, further investigation was not possible.